Manufacturer narrative:
The product was returned with the membrane completely unfolded with traces of blood on the exterior of the catheter. The one-way valve was also returned and still attached. The catheter tubing was observed to be flattened along its length. This deformation may occur if a vacuum is held with the one-way valve for an extended period of time, causing the catheter tubing to lose its shape. Additionally, a catheter tubing kink was also observed at approximately 58.4cm from the iab tip. The evaluation confirms the presence of a kink as an as analyzed failure. However, we are unable to conclusively determine when this kink may have occurred. Therefore, the root cause for the kink is impossible to define. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
During the investigation of the returned intra-aortic balloon (iab) involved under mfg report number 2248146-2020-00171, a kink was found that was unrelated to the reported leak failure mode. There was no patient involvement.